Manufacturer narrative:
Sample is not available. Field service report will be provided. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. (B)(4).

Event description:
Customer reported inaccuracy in running volume; the infusion completed 4 hrs earlier than expected. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint file was reviewed for closure. The customer?s reported condition of a colleague infusion pump with "inaccuracy in running volume; the infusion completed 4 hours earlier than expected" was not confirmed or reproduced. The cause of the reported condition was not determined, no repair needed.